Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy ,at the 4th firing of functional anastomosis, the surgeon started the firing, however the handle was locked halfway. After the surgery, they checked the device and confirmed no foreign material was clamped. They completed the procedure by using another device. The patient has no injury.